Manufacturer narrative:
In 2008, a mr of the brain with and without contrast and a mra of the neck with and without contrast were performed. According to the dictated MRI and mra reports, the conclusion was as follows: small acute infarcts of the right occipital lobe, right posterior parietal lobe, right caudate nucleus and the right corona radiate. High grade stenosis of the distal right common carotid artery extending to the right carotid bulb. A 3.50% stenosis of the origin of the left internal carotid artery. A stroke team progress note two days later, documented that a transesophageal echocardiogram revealed the following: an ejection fraction of 55-60% and no thrombus was detected. It further noted that the multiple acute tiny infarcts on MRI were most likely embolic from the carotid artery and that patient would most likely undergo carotid endarterectomy the following day. The discharge summary noted that upon further investigation, the patient was found to have a carotid stent occlusion. On an unknown date, the patient underwent a right carotid endarterectomy with removal of the carotid stent . Postoperatively, the patient developed swelling in the neck and was returned to the operating room for an evacuation of a hematoma. The discharge summary further noted that the patient had no further unilateral extremity shaking or tia events during the hospitalization. The patient had a history of chronic back pain with chronic narcotic use. During the hospitalization, he complained of buttock pain and bilateral lower extremity weakness with difficulty walking. He also had one episode of incontinence of urine. A neurology consult was obtained. Neurology found no evidence of any muscle weakness or caudate equine syndrome and suggested re-consulting physical therapy and occupational therapy and discontinuing the simvastatin as a possible etiology for muscle weakness or muscle pain. Pain medicine was also consulted to give recommendations for outpatient pain medication management of his lower back pain. Ms contin and percocet were recommended. The patient was stable and ambulating well with a cane. He was discharged the following month, on baby asa and clopidogrel. A review of the manufacturing documentation associated with the involved lot of product presented no issues during the manufacturing process that can be related to the reported complaint. Embolic stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The patient is a man with a history of bilateral carotid artery stenosis, cad, diabetes, hypertension, dyslipidemia, smoking, bilateral lower extremity claudication, l4-5 back fusion and non-hodgkin's lymphoma, in remission. In 2008, he underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the right proximal ica. The site reported a 10% final residual stenosis. Pre-procedure the same day, the stroke scale score was 2 and the rankin score was 1. Post-procedure the next day, the stroke scale score was 1 and the rankin score was 2. The post-procedure course was uncomplicated, and the patient was discharged same day on asa and clopidogrel. Five days later, the patient presented to the hospital with intermittent left arm shaking and pain since discharge from the index procedure. The patient denied new weakness or new parenthesis. He denied diplopia, dysphagia and headache. There was no slurred speech. The history and physical noted that an initial CT of the head showed no acute infarct. The neurology consult the next day noted that the patient described his signs and symptoms that occurred as follows: loss of control of left arm - it was doing "crazy things" shaking and flopping in all different kinds of directions, lasting about 10 minutes. The patient denied pain, numbness/tingling. He had no difficulty with speech, no visual deficits. He denied chest pain, vertigo, loss of consciousness, bowel or urine incontinence. The exam was remarkable for new left deltoid weakness and pronation of left arm. The shaking of the arm which had resolved was considered atypical for epileptic seizures.